Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with uphold procedure performed on (B)(6) 2014. According to the complainant, while the physician was loading the suture, the needle detached cleanly from the suture outside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.